Manufacturer narrative:
(B)(4). Upon carefusion's sample evaluation, a follow up medwatch will be submitted.

Event description:
The machine (adu) said ok in the machine system test, no leakage. During a surgery the anesthetist nurse discovered that the patient had high rebreathing values. They started to change different parts on the machine without any difference and compensated the leakage with higher fresh gas flows. The surgical procedure was finished within 20 min and after they had removed the patient they discovered a hole in the blue septum wall that divides limb-o into 2 tubes. It looks like burn mark in size of a cigarette. They have inspected manual the other breathing tubes in the same box without any strange findings. No patient harm; however, due to the high leakage they needed to compensate with high flows with fresh gas.

Manufacturer narrative:
(B)(4). Results of investigation: one sample was returned for evaluation. The 72 inch limbo hose returned had one ¼ inch hole in the septum near the machine connector and a second ¼ inch hole in the septum 10 inches away. Visual inspection showed two holes in the limbo hose septum. Reported problem was confirmed in the vital signs laboratory. Lot number was not initially reported by the customer. Upon review of the sample analysis, a lot code was discovered on the packaging included with the sample. (Lot# 8803398). The device history record for lot number 8803398 was reviewed, and no problems were indicated that could have contributed to this issue. Based on the investigation, the septum holes occurred during the extrusion process due to a failure of not cleaning the die-pin every 72 hours. Holes can form in the septum of limb-o lines during extrusion when the required preventative maintenance is not properly performed. The die pin must be cleaned every 72 hours, and personnel missed this step. To prevent future incidents, the following actions have been implemented: personnel have been re-trained on applicable procedure; procedures have been clarified; maintenance logs are checked over more frequently and by additional approvers. Carefusion will continue to monitor and trend this report.